Event description:
Boston scientific crm received information that this right atrial (ra) lead displayed noise and high, out-of-range pacing impedances. No adverse patient effects were reported. Subsequent information indicates that during a routine pulse generator change out procedure, this chronic lead was capped. There were no adverse effects to the patient.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.